Manufacturer narrative:
Complaint sample, guidewire returned. As part of investigation the dhrs has been reviewed and there is no abnormality recorded during manufacturing process. Evaluation on returned sample indicates that end user may remove the guidewire over the needle while the needle was still in place. Pictures for returned sample show the tip of guidewire broke off and coiled portion has been separated from the tip. The tip was also sheared off and unraveled due to multiple insertion attempts of guidewires over the needle. IFU stating; do not withdraw the guidewire through metal needles as guidewire may shear or unravel. At no time should guidewire be advanced or withdrawn when resistance is met. Determine cause of resistance before proceeding. If the guidewire must be withdrawn while needle is inserted, remove both the needle and the wire as a unit to prevent the needle from damaging or shearing of the guidewire. Cannula must be removed first. Possible root cause for this occurrence determined to be end user did not follow IFU.

Event description:
As received from sales rep. (Micro puncture broke off in a patient. Come to find out the wire sheared off, and a piece of the wire got stuck in the patient). The patient is okay. The piece of wire that sheared off did occlude the circumflex artery. Doctor (B)(6) said the patient should be fine.